Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl at the time of incident. The current blood glucose level was 176 mg/dl. The other relevant blood glucose level was 71 mg/dl and 122 mg/dl . The customer treated with food, glucose tablets and sugar water for low blood glucose. The insulin pump will not be returned for analysis.